Manufacturer narrative:
The customer's complaint was that vcare was being used in procedure for robotic assisted total laparoscopic hysterectomy and broke into 4 separate pieces. Balloon tip came off, green cup came off, blue cup came off, and shaft all separate is confirmed. The device is not being returned but photographic evidence provided confirmed the reported problem. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment and found no abnormalities that would contribute to this issue. A two-year lot history review shows this is the only complaint for this lot number and both failure modes. A two-year review of complaint history for the failure mode of "pilot balloon is dislodged from lumen during use" pertaining to the balloon, revealed there has been a total of 10 complaints, regarding 10 devices, for this device family and failure mode. During this same time frame 478,328 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.00002. A two-year review of complaint history for failure mode of "cervical cup does not stay on device" pertaining to the cups, revealed there has been a total of 9 complaints, regarding 9 devices, for this device family and failure mode. During this same time frame 478,328 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.00002. The instructions for use (IFU) provides the user with information regarding proper care and use of this device. Conmed encourages the inspection and/or test of all medical equipment prior to use to ensure all devices are functioning as expected. The IFU advises the user to reattach the syringe to the luer connector at the end of the pilot balloon and fully aspirate the air from the intrauterine balloon to deflate; this will allow the intrauterine balloon to be removed from the uterus. Unlock the locking mechanism by turning the screw counter-clockwise and retract to the handle. Swipe finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. Fully retract the vaginal cup to the handle. Carefully remove the device from the vagina; do not use excessive force to avoid traumatizing the vaginal canal. Upon removing vcare, the surgeon should visually inspect the vcare device and the patient to make sure the entire vcare device was properly removed and that no components or fragments of these components were retained in the patient. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of the customer, the conmed representative reported issues with the v-care, medium, item # 60-6085-201a, lot # 201902191 that occurred during a robotic assisted total laparoscopic hysterectomy on (B)(6) 2019 at (B)(6) medical center. It was reported that the v-care was being used in a robotic assisted total laparoscopic hysterectomy and broke into 4 separate pieces. The balloon tip came off, the green and blue cups came off, all separating from the shaft. It is indicated that there was no injury or impact to the patient and the procedure was successfully completed with no reported delay. Additional information obtained indicates the v-care had been in place for approximately 2 hours and the v-care fell apart during the colpotomy. The balloon and green cervical cup were fully inserted and secured in place when the issue occurred. The cervical cup was not sutured in place, however the thumb screw was tightened on the blue cup. It is noted that the shaft did not break apart. The v-care was retrieved in four (4) pieces; the handle and shaft, the green cervical cup, the blue cup and the balloon. The cups were not broken apart and other than detaching from the shaft, the balloon remained intact. The reporter noted that it appears as though the balloon and cups slid off of the shaft. The incident did not extend the patient's stay or length of procedure, suffered no adverse effects and is "fine". The procedure was successfully completed using an airseal to maintain pressure and visualization and the uterus was removed using ring forceps through the vaginal canal. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.